Event description:
It was reported that lead had high impedance, and "something" has happened to it. The lead is still in use, and replacement will be scheduled at a later date due to patient pregnancy. No patient complications have been reported as a result of this event. It was later reported that there was high and variable impedance on the lead. Lead reported replaced.

Event description:
It was reported that lead had high impedance, and "something" has happened to it. The lead is still in use, and replacement will be scheduled at a later date due to patient pregnancy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead had high impedance, and "something" has happened to it. The lead is still in use, and replacement will be scheduled at a later date due to patient pregnancy. It was later reported that there was high and variable impedance on the lead. The lead was reported replaced. It was further reported that there was an apparent lead fracture. No patient complications have been reported as a result of this event.